Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call cosmetic damage. The customer's blood glucose was unknown. Trouble shooting was performed and found crack at the end of the insulin pump where the battery goes. Customer stated that they had to tape it. Advice to discontinue use of the insulin pump and revert to backup plan. Advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.